Event description:
It was reported that insulin leaked from the ilet cartridge and insulin chamber when the user removed the cartridge during a supply change after noting a blood glucose of 277 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-care, and no hospitalization. Investigation included troubleshooting and user education over the phone regarding cartridge filling, seating, and proper attachment. Investigation of this case revealed the cause was traced to component failure of the leakage/seal on the cartridge. The user successfully performed a complete supply change with new supplies, confirmed no overfilling or underfilling, and restored normal function. The device subsequently operated as expected after re-education and replacement of disposable supplies, with no device alarms and no replacement supplies required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.